Event description:
Pt brought to the emergency department for catheter removal. The catheter had been placed in a skilled nursing facility, the week of 2/26 - 3/2/96. During a home health visit the pt complained of pain. The foley was noted not to be draining, the nurse attempted to deflate the foley catheter and was not successful. The port was cut and the balloon remained inflated. In the emergency department the physician was unable to deflate the balloon and the urologist was notified. The foley had to be removed with the balloon inflated. Pt was discharged home with a new foley catheter in place.